Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support regarding issues with multiple cartridges from the same lot, noting that some cartridges functioned normally while others did not. The patient observed rising blood glucose levels that were not decreasing and, upon inspecting the cartridge, noticed leaking near the bottom at the plunger area. The patient stated that the cartridges were not being overfilled or refilled, and proper cartridge-filling procedures were reviewed. The blood glucose level remained high for several hours and was addressed using the device¿s correction algorithm. The device alerted for high blood glucose, and no symptoms were reported. There was no need for non-medical assistance or medical intervention, and no ketone testing was performed. The patient was unable to provide a lot number at the time of the report. Replacement supplies were arranged to be sent to the patient. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.